Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection, and the reported failure could not be confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to increased friction between the wire section and the sheath section, the hook could not be extended, making it impossible to release the loop. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During an endoscopic mucosal resection in the stomach, the ligating device was used to ligate the root of a polyp stump with unknown size. The device successfully captured the lesion, and the outer bushing was pressed against the root of the polyp to fix the position while pulling the handle to ligate. The handle could not be pulled during this process. The device was removed, and upon attempting to release the ligating loop, the handle was pushed out but failed to release the loop. When the handle was pushed again, the short wire of the handle broke. The staff was able to remove the broken wire, and the procedure was subsequently completed with no reports of further patient harm.